Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced. No patient symptoms were reported. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.